Manufacturer narrative:
Trackwise # (B)(4). The lot # 3000311408 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 became impossible to apply electricity while using vasoview, making it impossible to cauterize blood vessels. A new device was issued, and the operation was completed without any problems, and there were no problems for the patient. There was no delay in the procedure.

Manufacturer narrative:
Tw ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 became impossible to apply electricity while using vasoview, making it impossible to cauterize blood vessels. A new device was issued, and the operation was completed without any problems, and there were no problems for the patient.